Event description:
The customer stated he was hospitalized for high blood glucose. No blood glucose reading was reported for the event. The customer stated he changed the infusion set prior to the hospitalization, but the blood glucose was not coming down. The customer also stated he was getting no delivery alarms. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.